Manufacturer narrative:
The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on (B)(6) 2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provides instructions on troubleshooting if an unusual noise is noted from the rear of the instrument or if any cuvette washer movement errors are generated.

Event description:
The customer reports that the quality controls of the architect c16000 instrument deviates greatly from usual. There were no individual results, comparison results or specific discrepant results provided. No impact to patient management was reported. After inspection of the instrument, the customer noted that the mixer blade was detached and damaged, which was replaced, repeat quality controls, which all came in range. No discrepant results or impact to patient management was reported.